Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered an appropriate anti-tachycardia pacing (atp) and trigger pacing was observed. The health care professional (hcp) had concerns whether this pacing could had induced the arrhythmia. Technical services (ts) reviewed the data and explained that the bi ventricular pacing was unlikely caused the arrhythmia. However, it was recommended that the feature could be turned off if there were further concerns about this behavior. No adverse patient effects were reported. This crt-d remains in service.